Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was analyzed. Electrical measurements found the cathode was electrically discontinuous. Visual inspection of the lead body noted insulation damage approximately 25-27 cm from the terminal pin. An x-ray of the area noted the cathode was fractured, confirming the reported observation. Due to the characteristics of the insulation damage and fracture, analysis concluded the observation may have been due to clavicular first rib entrapment.

Manufacturer narrative:
The products are expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
This lead had been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead had a pacing impedance measurement greater than 2500 ohms in both unipolar and bipolar modes. Noise and loss of capture were also reported. It was alleged the lead had fractured. The device and lead were explanted and replaced. No adverse patient effects were reported.